Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that the wedge pressure catheter was inserted. During the physical examination, the wedge balloon burst. The catheter also was "leaky." There were no reported patient complications. Additional information received on 02/9/2010 from (B)(6) stated "sales representative was unable to get more information from the hospital. The patient is fine."